Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported the patient lost effective coverage due to the l4 drg lead had migrated and scs lead was fractured. Visual inspection confirmed of the fractured. Surgical intervention was undertaken during which the leads were explanted and replaced. Therapy was restored post-surgery.

Manufacturer narrative:
D6b: correction of explant date.

Event description:
Additional information received indicates that the surgery took place on (B)(6) 2024 not (B)(6) 2024.